Event description:
It was reported that the preloaded intraocular lens (iol) was implanted into the patient¿s eye. Upon unfolding in the eye, the lens was observed to be broken. The procedure was completed using a backup iol. The surgery was successful, with no injury or adverse impact to the patient. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU (B)(4). (General data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - the lens was removed/replaced during the same procedure. Section d6b - explant date: n/a - the lens was removed/replaced during the same procedure. Section e1 - first/given name: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.